Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported an unknown side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken device: observed, opening on the anterior side assessed as surgical damage opening . No other additional observation.

Event description:
Healthcare professional reported an unknown side rupture. Gel came into contact with patient. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Rupture occurred upon implant of the device. Gel came into contact with patient. Surgery was completed with a backup device.